Event description:
A customer reported that their insulin pump issued an error indicating an insulin flow interruption due to an obstruction, even after changing the infusion set. There was no adverse impact to the customer¿s blood glucose level reported. The customer chose to opt out of troubleshooting and requested documentation of the issue for insurance purposes.